Manufacturer narrative:
(B)(4). The device is still under investigation at service laboratory in (B)(4). A follow-up report will be provided after the investigation results are available.

Event description:
(B)(4)